Manufacturer narrative:
Product complaint # ==> (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: what is the issue reported in this event? Customer mkcc complaining that suture got separated all the times. * was any quality deficiency/non-conformance noted with the suture before use, during use, during post-op examination or during re-operation if performed? Ans: during use. * could you please clarify if the issue occurred (removal from package /during passage through tissue/ during tying / post-op)? Please confirm. Ans: during passage through tissue. * could you please clarify if the patient suffered from any signs or consequences due to the issue? Please provide more information. Ans: no a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure in 2023 and suture was used. During the procedure, it was reported that the customer mkcc complaining that the suture got separated all the time. No adverse patient consequences were reported. Additional information was requested.